Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and found the unit was charging normal but the batteries were no longer lasting the full amount of time. To fix the issue the fse then replaced the batteries. The fse then performed all functional and safety checks to factory specifications. The unit passed all tests performed and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit battery is not charging. Unit shut off while plugged to the wall. There was no patient involvement reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit battery is not charging. Unit shut off while plugged to the wall. There was no patient involvement reported.